Event description:
Meter name: one touch basic enhanced. Strip name: lifescan one touch. Meter code: 7. Strip code: 7. Strip storage: good condition. Stored correctly. Symptoms: unknown. A pt reported they went into a coma and was hospitalized for 12 days. Their meter allegedly was inaccurately low. The result on their meter was unknown. The result on the hospital meter was unknown. The time difference between pt's meter and hospital meter was unknown. Treatment was unknown. No further info has been reported.